Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 12/17/2012 and was last repaired on (B)(4) 2013 for a non-related issue. Evaluation of the device revealed evidence of over-tightening of the width plate screws, as erosion of the surface material along the leading edge of the head was observed. Damage to the neck, control bar, calibrating shaft, adjustment cans, fine adjustment cams and gland seal nut of the device was also calibration specifications only at the zero thickness setting on the left and right side. Unable to determine a cause of the reported complaint; however, improper handling most likely caused the damage to the head, neck, control bar, calibrating shaft, adjustment cams, fine adjustment cams and gland seal nut of the unit. Additionally, improper handling most likely caused the lack of calibration at the zero thickness setting. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome ii did not run. It just spun. The issue occurred during testing in central processing department, not in the operating room. No additional clinical information was received prior to this report. A follow up medwatch will be submitted if additional clinical information is received.